Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test and self test. Pump passed off no power test and all operating currents tested within the spec range. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the buttons were not responding. Customer¿s blood glucose was 179 mg/dl at the time of incident. The insulin pump will be returned for analysis.